Event description:
Overdelivery reported. The pump was set to infuse meperidine 10mg/ml, 15mg patient controlled analgesia dose with a 30 min pt lockout and a 120mg 4 hr limit. A nurse reported that the entire 30ml (300mg) vial emptied within a three hr time period. The nurse also reported that the pump had previously been "dropped" so they wanted the pump to be checked out by biomedical engineering. The pt reportedly was "very large" and in a lot of pain. She tolerated the delivery of 300mg of meperidine over 3 hrs without any signs or symptoms of oversedation and without any adverse effects. The pump was switched out and meperidine analgesia at the same settings was continued without interruption. The pump was tested at the user facility and found to function correctly as programmed. User facility investigation indicates probable operator error. No further info was available.